Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she wore a tampon for seven hours overnight and upon removal in the morning, the string pulled out leaving the pledget inside her vaginal cavity. She attempted removing the pledget for three hours and was unsuccessful. She went to the ER the same day and a healthcare provider removed the pledget from her vaginal cavity. She did not receive any further medical treatment and did not experience any adverse health affects.